Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to reaching elective replacement indicator (eri). The device was also suspected to have had electromagnetic interference about three months earlier and noise and increased v-v intervals were noted. The right ventricular lead was noted to have high/undefined pacing impedance that has been occurring for 1.5 years. The lead remains in use as the left svc was occluded. No further patient complications have been reported as a result of this event.